Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a g7 cgm and an inset infusion set; initial cgm and confirmatory fingerstick values were elevated, and the user later identified and purged visible air bubbles from the infusion tubing using the fill tubing function before resuming insulin delivery. Investigation of this case revealed the presence of air bubbles in the infusion line that were cleared, after which the user continued to monitor glucose. Symptoms included high blood glucose. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included customer interview and troubleshooting guidance. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause with a contributory factor of air in line, with the device functioning as designed after user-performed troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.